Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the evercross balloon to treat the superficial femoral artery as per IFU. It was reported the balloon was inflated and burst at 10atms; the balloon was removed from the patient without issue. A longitudinal burst was observed in the balloon. Another device was used to complete the procedure. No patient injury reported. No images available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.